Manufacturer narrative:
The customer was unsure if the monitor used at the time of the event was an mx40 or an mx450. It was indicated the reported issue was not device related but user error; however, no further clarifying information related to the patient harm was provided. Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed. The issue will be resolved by a configuration change of the monitor, which will be completed by the customer's onsite biomedical engineer.

Event description:
Philips received a complaint on a monitor that was connected to a patient indicating that there was an unknown patient incident related to a measurement being turned off by default in the configuration. The customer indicated the monitor was functioning as expected but just that the measurement is off by default configuration and factor settings have the measurement on. The customer requested assistance with a configuration change.